Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced abdominal pain, autoimmune-like symptoms and rheumatoid arthritis. She underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy and the pathology report stated that "portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device" (embedded device) and that plaintiff's fallopian tubes demonstrate changes of "hydrosalpinx." Abdominal pain and embedded device are anticipated in essure's reference safety information whereas the other events are unanticipated. The exact time point and mechanism of embedment are not known, however, considering the positive temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. Due to the tubal occlusion and tissue in growth mechanism of action of essure micro-inserts a causal relationship between hydrosalpinx and essure cannot be excluded. Device embedded and hydrosalpinx could alternatively explain abdominal pain occurrence, however, as abdominal pain may occur after essure insertion, a causal relationship with essure cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the events autoimmune-like symptoms and rheumatoid arthritis were considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported.~ a product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), embedded device ("portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device"), autoimmune disorder ("autoimmune-like symptoms"), rheumatoid arthritis ("symptoms of rheumatoid arthritis") and hydrosalpinx ("hydrosalpinx") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff underwent the essure procedure and novasure endometrial ablation". On (B)(6) 2009, the patient started essure. On (B)(6) 2016, 2482 days after starting essure, the patient experienced complication of device removal ("concerned that she may still have a coil retained") and device difficult to use ("concerned that she may still have a coil retained"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), embedded device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) and hydrosalpinx (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the embedded device, autoimmune disorder, hydrosalpinx, complication of device removal and device difficult to use outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered abdominal pain, embedded device, autoimmune disorder, rheumatoid arthritis, hydrosalpinx, complication of device removal and device difficult to use to be related to essure. The reporter commented: plaintiff is concerned that she may still have a coil retained, and intends to follow up with her physician. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was bilateral fallopian tubes occluded. On (B)(6) 2016: pathology test result was fallopian tubes demonstrate hydrosalpinx changes. On an unknown date: computerised tomogram abdomen result was not provided (performed to evaluate her symptoms). On an unknown date: ultrasound scan vagina result was not provided (performed to evaluate her symptoms). On (B)(6) 2016: pathology test (cont.) - portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced abdominal pain, autoimmune-like symptoms and rheumatoid arthritis. She underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy and the pathology report stated that "portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device" (embedded device) and that plaintiff's fallopian tubes demonstrate changes of "hydrosalpinx." Abdominal pain and embedded device are anticipated in essure's reference safety information whereas the other events are unanticipated. The exact time point and mechanism of embedment are not known, however, considering the positive temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. Due to the tubal occlusion and tissue in growth mechanism of action of essure micro-inserts a causal relationship between hydrosalpinx and essure cannot be excluded. Device embedded and hydrosalpinx could alternatively explain abdominal pain occurrence, however, as abdominal pain may occur after essure insertion, a causal relationship with essure cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the events autoimmune-like symptoms and rheumatoid arthritis were considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported.~ a product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), embedded device ('portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff underwent the essure procedure and novasure endometrial ablation" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced contraceptive device removal incomplete ("concerned that she may still have a coil retained") and device removal failed ("concerned that she may still have a coil retained"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), autoimmune disorder ("autoimmune-like symptoms"), rheumatoid arthritis ("symptoms of rheumatoid arthritis"), hydrosalpinx ("hydrosalpinx"), device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy/ hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the embedded device, autoimmune disorder, hydrosalpinx, contraceptive device removal incomplete, device removal failed, device dislocation, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered abdominal pain, autoimmune disorder, contraceptive device removal incomplete, device dislocation, embedded device, genital haemorrhage, hydrosalpinx, hypersensitivity, pelvic pain, rheumatoid arthritis and device removal failed to be related to essure. The reporter commented: plaintiff is concerned that she may still have a coil retained, and intends to follow up with her physician. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: results: not provided (performed to evaluate her symptoms). Hysterosalpingogram - on (B)(6) 2010: results: bilateral fallopian tubes occluded. Pathology test - on (B)(6) 2016: results: fallopian tubes demonstrate hydrosalpinx changes. Ultrasound scan vagina - on an unknown date: results: not provided (performed to evaluate her symptoms). Diagnostic results: (B)(6) 2016: pathology test (cont.) - portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), embedded device ('portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff underwent the essure procedure and novasure endometrial ablation" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced contraceptive device removal incomplete ("concerned that she may still have a coil retained") and device removal failed ("concerned that she may still have a coil retained"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), autoimmune disorder ("autoimmune-like symptoms"), rheumatoid arthritis ("symptoms of rheumatoid arthritis"), hydrosalpinx ("hydrosalpinx"), device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy/ hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the embedded device, autoimmune disorder, hydrosalpinx, contraceptive device removal incomplete, device removal failed, device dislocation, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered abdominal pain, autoimmune disorder, contraceptive device removal incomplete, device dislocation, embedded device, genital haemorrhage, hydrosalpinx, hypersensitivity, pelvic pain, rheumatoid arthritis and device removal failed to be related to essure. The reporter commented: plaintiff is concerned that she may still have a coil retained, and intends to follow up with her physician. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: results: not provided (performed to evaluate her symptoms). Hysterosalpingogram - on (B)(6) 2010: results: bilateral fallopian tubes occluded. Pathology test - on (B)(6) 2016: results: fallopian tubes demonstrate hydrosalpinx changes. Ultrasound scan vagina - on an unknown date: results: not provided (performed to evaluate her symptoms). Diagnostic results: on (B)(6) 2016: pathology test (cont.) - portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: events: migration, pain, abnormal bleeding, allergy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces were removed from the abdomen'), embedded device ('portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device'), device dislocation into abdominal cavity ('pieces were removed from the abdomen'), abdominal pain ('abdominal pain') and device migration ('migration') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff underwent the essure procedure and novasure endometrial ablation" on (B)(6) 2009. Medical conditions: (B)(6) 2016: pathology test (cont.) - portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced contraceptive device removal incomplete ("concerned that she may still have a coil retained") and device removal failed ("concerned that she may still have a coil retained"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), rheumatoid arthritis ("symptoms of rheumatoid arthritis"), hydrosalpinx ("hydrosalpinx"), device migration (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy/ hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the device breakage, embedded device, device dislocation into abdominal cavity, autoimmune disorder, hydrosalpinx, contraceptive device removal incomplete, device removal failed, device migration, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered abdominal pain, autoimmune disorder, contraceptive device removal incomplete, device breakage, device dislocation into abdominal cavity, embedded device, genital haemorrhage, hydrosalpinx, hypersensitivity, pelvic pain, rheumatoid arthritis, device migration and device removal failed to be related to essure. The reporter commented: plaintiff is concerned that she may still have a coil retained, and intends to follow up with her physician. Essure removal date: (B)(6) 2016 (previously noted in argus). Right side: essure coil with 2 trailing coils rings visible in the endometrial cavity and left side 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: results: not provided (performed to evaluate her symptoms). Hysterosalpingogram - on (B)(6) 2010: results: bilateral fallopian tubes occluded. Pathology test - on (B)(6) 2016: results: fallopian tubes demonstrate hydrosalpinx changes. Ultrasound scan vagina - on an unknown date: results: not provided (performed to evaluate her symptoms). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces were removed from the abdomen'), embedded device ('portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device'), device dislocation ('pieces were removed from the abdomen'), abdominal pain ('abdominal pain') and device migration ('migration') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff underwent the essure procedure and novasure endometrial ablation" on (B)(6) 2009. Medical conditions: (B)(6) 2016: pathology test (cont.) - portions of gray metallic coiled wire are noted embedded within tissue grossly consistent with essure device. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced contraceptive device removal incomplete ("concerned that she may still have a coil retained") and device removal failed ("concerned that she may still have a coil retained"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), rheumatoid arthritis ("symptoms of rheumatoid arthritis"), hydrosalpinx ("hydrosalpinx"), device migration (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy/ hypersesitivity symptoms"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the device breakage, embedded device, device dislocation, autoimmune disorder, hydrosalpinx, contraceptive device removal incomplete, device removal failed, device migration, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered abdominal pain, autoimmune disorder, contraceptive device removal incomplete, device breakage, device dislocation, embedded device, genital haemorrhage, hydrosalpinx, hypersensitivity, pelvic pain, rheumatoid arthritis, device migration and device removal failed to be related to essure. The reporter commented: plaintiff is concerned that she may still have a coil retained, and intends to follow up with her physician. Esusre removal date: (B)(6) 2016 (previously noted in argus). Right side: essure coil with 2 trailing coils rings visible in the endometrial cavity and left side 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: results: not provided (performed to evaluate her symptoms). Hysterosalpingogram - on (B)(6) 2010: results: bilateral fallopian tubes occluded. Pathology test - on (B)(6) 2016: results: fallopian tubes demonstrate hydrosalpinx changes. Ultrasound scan vagina - on an unknown date: results: not provided (performed to evaluate her symptoms). Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received: events added: device dislocation and device breakage. Rcc note, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.